Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation and no autopsy was performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient went for left ventricular assist device (lvad) heartmate 3 implantation on (B)(6) 2023. Surgery was complicated by a left lung tear during dissection due to bullous emphysema and adhesions. The patient was known to have chronic respiratory failure on chronic oxygen at 2 liters nasal cannula at home as well as obstructive sleep apnea. The lung tear caused airway bleeding requiring bronchial blocker placement. The decision was made intraoperatively to place the patient on veno-venous extracorporeal membrane oxygenation (vv ECMO) cannulas and to come out to the surgical intensive care unit (sicu). The patient's postoperative course was complicated significantly by persistent airway bleeding requiring multiple bronchoscopies, acute renal failure requiring continuous veno-venous hemodialysis (cvvhd), ischemic fingers and toes, and persistent oral airway bleeding. Vv ECMO run for 6 days before being decannulated. The patient remained on very high ventilator requirements and oxygen requirements. Given the patient's multisystem organ failure, a discussion was had with the patient's family. It was ultimately decided that the patient would not want to live in this fashion and that the appropriate plan was to proceed with comfort measures and withdrawal of life support. This was commenced on the evening on (B)(6) 2023. The patient was pronounced deceased at 18:10 on (B)(6) 2023. The outcome was not considered device related.